Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that the top of the pump battery compartment had a small crack. Moisture and corrosion was also reportedly visible in the battery compartment, and the pump was emitting low battery and replace battery alarms more frequently over the course of a week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.